Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain. Additional information indicates two screws broke while being removed with one screw removed completely and a portion of the second screw retained in the patient's bone as the surgeon was unable to remove it. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was also not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in the surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. There was no report of a deficiency alleged/found against any of the tmc devices prior to removal of the hardware, which indicates the broken screws were likely a result of removal efforts. There were no reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain. Additional information indicates two screws broke while being removed with one screw being removed completely and a portion of the second screw being retained as the surgeon was unable to remove it. No other patient outcomes were reported as a result of this event.